Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) sensing was unacceptable during the initial implant attempt. The physician attempted to recapture the device into the cup, however, the device would not pull back into the delivery system. After inspecting the delivery system the physician noticed there was a kink at the tip. The physician was able to get the device retracted into the delivery system and re-attempted to re-deliver the device but was unable to get enough deflection with the delivery system. An alternate system was used. No patient complications have been reported as a result of this event.